Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the percutaneous thrombolytic device (ptd) was being used on a male patient in the cath lab. The patient had an arteriovenous (av) fistula in his upper arm that was clotted on (B)(6) 2011, and unable to complete dialysis. The physician attempted three passes with the ptd when the orange inner lumen became separated. As a result, the small orange inner lumen piece was removed from the patient. The physician determined the clot was "too organized" to restore flow and placed a hemosplit catheter in the patient. There was no delay in treatment, no patient death and no patient complications were reported. Additional information received on (B)(6) 2011, from the sales representative stated the orange piece apparently came out when the basket was removed from the patient between passes. The physician's assistant (pa) removed the orange piece with his hand and placed it on the table. The patient outcome was fine.